Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. The noise could not be reproduced and a chest x-ray yielded normal results. No changes were made and the patient would continue to be monitored.